Manufacturer narrative:
Associated with events reported in rr #: 2029214-2022-01428. The reported patient age (67 years) is representative of the mean age of all patient included in the study. The reported patient sex (male) is representative of the majority of patients included in the solitaire group of the study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Jin woo kim, byung hoon lee, <(>&<)> yoon joon hwang. (2018). Comparison of solitaire-fr and trevo-provue thrombectomy in patients with anterior circulation large artery occlusion. Iranian journal of radiology, 15(1), 1¿6. Https://doi.org/10.5812/iranjradiol.14404 medtronic review of the literature article found a retrospective comparison of patients treated for ischemic stroke with a solitaire 4x20 stent retriever or non-medtronic (trevo) 4x20 stent retriever. 21 patients were treated with a solitaire. 17 of the 21 patients underwent IV rtpa before stent retriever thrombectomy. Successful recanalization was achieved in 19 patients treated with solitaire thrombectomy and 10 patients were noted to have good clinical outcome (defined as mrs 0-2) at 3 months. No device malfunctions were reported in the article. Post-operative complications noted in the article included: 3 patient mortalities were reported. In the article, mortality was defined as death within 90 days of treatment administration. 2 patients experienced symptomatic intracranial hemorrhage. In the article, symptomatic intracranial hemorrhage (sich) was defined as the presence of a large parenchymal hematoma and an increase of 4 points or more in the nihss score compared to the score on admission.